Event description:
It was reported occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. A system check was performed with tandem technical support and no issues were identified. Continued troubleshooting was delined. The customer later called back, reporting successful changes in her infusion set and cartridge, allowing her to resume normal insulin delivery.